Event description:
It was reported while using bd microfine¿+ insulin syringes medication could not be delivered. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: no insulin comes out of the needle. No insulin comes out of the needle, so far about 10 needles are affected.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microfine¿+ insulin syringes medication could not be delivered. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: no insulin comes out of the needle. No insulin comes out of the needle, so far about 10 needles are affected.